Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-feb-2023. It was reported the medication did not push through the needle. To aid in the investigation, three samples with no plastic shields or packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. The samples did not expel the solution; the needles are clogged. A device history record review was completed for provided material number 305916, lot 2195356. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch #2195356 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 3 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "when you plunge back or try to push the plunger the medication does not pull through or push through".

Manufacturer narrative:
Based on the investigation with no sample analysis the symptom reported could not be confirmed. A device history review was conducted for batch number 2195356. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged/blocked symptom. The processes were adjusted to prevent variations that could result in this defect.

Event description:
It was reported that 3 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "when you plunge back or try to push the plunger the medication does not pull through or push through".